Event description:
It was reported that during the initial inflatable penile prosthesis (lgx 700) implant operation in (B)(6) 2019, the lgx 700 components were tested and everything was good. The first period the patient was so satisfied but when he travelled for a visit, he was not able to inflate the lgx so he returned to his home country. This occurred one month following the initial implant. The patient was unsatisfied and he had a problem in the inflation. The physician tried to inflate the cylinder with no luck. The patient had the inflatable penile prosthesis removed and replaced due to a malfunction with the cylinders in (B)(6) 2020. Two holes were detected in the distal part of the cylinders.

Event description:
It was reported that during the initial inflatable penile prosthesis (lgx 700) implant operation in (B)(6) 2019, the lgx 700 components were tested and everything was good. The first period the patient was so satisfied but when he travelled for a visit, he was not able to inflate the lgx so he returned to his home country . This occurred one month following the initial implant. The patient was unsatisfied and he had a problem in the inflation. The physician tried to inflate the cylinder with no luck. The patient had the inflatable penile prosthesis removed and replaced due to a malfunction with the cylinders in (B)(6) 2020. Two holes were detected in the distal part of the cylinders.

Manufacturer narrative:
H3 device evaluation: the ams700 ipp cylinders were visually inspected and functionally tested. Cylinder 1 performed within specification; no leaks were found. Cylinder 2 had a leak; two holes were identified in the cylinder body; stain on fabric was identified. These leaks were result with sharp instrument damage. Based on the reported events, it cannot be confirmed how and/or when this damage occurred; however, the reported holes in cylinder body were confirmed. The ams 700 momentary squeeze (ms) pump was visually inspected. Tubing material wear in the bump relief krt (cylinder) junction; no leaks were found. The pump was functionally tested and performed within specification. Product analysis confirmed the reported events.